Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their serter. The customer sates they have called before, about their serter not working properly. The customer's blood glucose level at the time of incident was 421mg/dl. The customer states they treated the high levels with syringes. Troubleshoot was conducted. The customer does not want to return the set or reservoir in for analysis. It was determined that the device may not have been working as designed. The customer is returning the serter and receiving sample silhouette sets.